Manufacturer narrative:
Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator experienced unspecified damage, including to the battery. The clinical engineer "installed the battery and waited for full recharge, checked the operation of the discharges and delivered it to the department." The clinical engineer further stated that, later, " it was returned to me with the battery completely burned". There was reportedly no patient involvement and no harm to any users.